Event description:
Unit on pt, no injury reported. While in continuous positive airway pressure mode "br=0" peep/continuous positive airway pressure=0, ps=10, sens.=1. Unit will not deliver a pt effort breath.